Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported thrombosis occurred. The boston scientific clinical specialist was asked to look at imaging of a 27mm watchman laa closure device that had unresolved thrombus. Computed tomography (CT) and transesophageal echocardiogram (tee) showed a device that appeared in a proximal location and tilted and had thrombus on the face of the device. The patient will continue on oral anticoagulants and was discharged.